Event description:
Distributor notified abbott point of care, that a customer had reported results for potassium that did not correlate with results on the same specimen that was subsequently sent to the laboratory. This incident occurred during a trial test of the I-stat system. Initial potassium results from I-stat eg7+ cartridge were 6.7 meg/l and on repeat analysis on another I-stat eg7+ cartridge the results were 7.8 meq/l. When the sample was sent to the laboratory for repeat testing, the results were 5.0 meq/l and 4.5 meq/l. No additional information on the patient is available.